Event description:
It was reported that the device was found to be in back up vvi mode while in the box prior to surgery. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to a power-on reset. The reset was caused by epoxy underneath a capacitor.